Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated she received an erroneous result when testing with coaguchek xs meter serial number (B)(4). A sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.6 inr. Within 7 hours, a sample from the patient was tested using the meter, resulting with a value of 3.4 inr. No adverse events were alleged to have occurred with the patient. The patient was not treated and did not receive a change in medication based on the meter result. The patient is currently in healthy/unchanged condition. The patient's therapeutic range is 2.0 - 2.5 inr. The patient's testing frequency is weekly or intermittently. The patient is not known to have antiphospholipid antibodies or lupus. The patient has not had any changes in diet or health. The patient does not have symptoms of bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 353497) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.